Event description:
Patient's port-a-cath leaking via diaphragm. Port-a-cath in place in the left subclavian. Removal and replacement of device due to malfunction occurred. Pt hospitalized for procedure.